Manufacturer narrative:
This report is submitted on april 10, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection, soft tissue complications and pain at the abutment site; however the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2017. Patient was not reimplanted.